Event description:
No additional information received. According to procedure, I hereby report the deviations found at the end of the batch. All abnormalities were found during packaging, i.e. Before use. No patients are involved. Samples are available for collection. Item number: 301031. Batch: 3209697. Silicon oil: 1. Double scale marking: 1. Ink dots/ embedded matter: 9. Hair like fibre/ loose thread on ribs plunger: 4492. This is now the 4th batch in a row we have received that shows this anomaly. Previous research reports from bd on this deviation say these are acceptable deviations. As also stated on the phone, I understand this if there are some, but this is a structural problem to the process. I can't imagine that syringes like the one pictured below are acceptable when so many syringes show this, across multiple batches. The newer the batch is, the more and we find it and the bigger the piece of plastic is. We don't want these kinds of syringes to reach our customers so we are carefully inspecting the syringes during packaging. We spend a lot of time doing this. We would like to see a solution in the production process.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported deviations were found during packaging. To aid in the investigation, eighteen samples bulk packaged in a bag and two photos were received for evaluation by our quality team. A visual inspection was performed. Seven samples have black specks of embedded degraded resin. Seven samples have a plastic flash at the plunger rod molding gate. This flash is considered an acceptable imperfection. The remaining four samples have no defects or imperfections observed. The two photos provided show the syringe plunger rod with the plastic flash at the molding gate. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301031, lot 3209697. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptoms of foreign matter and molding defect reported by the customer are confirmed.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Manufacture narrative.

Event description:
According to procedure, I hereby report the deviations found at the end of the batch. All abnormalities were found during packaging, i.e. Before use. No patients are involved. Samples are available for collection. Item number: (B)(4). Batch: 3209697. Silicon oil: 1. Double scale marking: 1. Ink dots/ embedded matter: 9. Hair like fibre/ loose thread on ribs plunger: 4492. This is now the 4th batch in a row we have received that shows this anomaly. Previous research reports from bd on this deviation say these are acceptable deviations. As also stated on the phone, I understand this if there are some, but this is a structural problem to the process. I can't imagine that syringes like the one pictured below are acceptable when so many syringes show this, across multiple batches. The newer the batch is, the more and we find it and the bigger the piece of plastic is. We don't want these kinds of syringes to reach our customers so we are carefully inspecting the syringes during packaging. We spend a lot of time doing this. We would like to see a solution in the production process.